Event description:
It was reported that the pcu keypad got stuck and the flow rate was increasing automatically while starting an infusion. The hospital biomed removed the battery pack to stop the issue. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of keypad stuck was able to be confirmed through log review but was not able to be replicated during laboratory testing. Functional testing was performed on the received pcu and pump module by following keypress and programming parameters observed in the pcu event log. There was no issues or anomalies during the keypress replication. Additional attempts were made pressing arrow key from different angles but issue was not able to be replicated. The suspect pcu was tested through the alaris system maintenance (asm v12.5) software to verify the functionality of each key. The test results show the device passing the test with no issues or anomalies. The inspection process identified broken handle. A broken handle may be indicative of prior mechanical impact (e.g., drop). All inspected parts were manufactured by bd. On 19 february 2026 at 1:17 pm, a review of the event log showed that the suspect pcu was powered on and pump modules s/n (B)(6) and s/n (B)(6) were attached, the user selected ¿no¿ to new patient and selected the ¿med-surg¿ profile. Pump module s/n (B)(6) was selected and user restored previous programmed infusion with a rate of 76ml/h and volume to be infused of 912.727ml. Arrow up key was pressed and infusion was started, recording a primary volume infused (pvi) of 1080.51ml (an accumulated from previous infusions). From 1:17 pm to 1:18 pm, pcu recorded arrow up key being pressed 604 times. Pump modules s/n (B)(6) and s/n (B)(6) were removed. From 1:20 pm to 1:31 pm, pcu recorded arrow up key being pressed 2583 times. Unit unexpected power lost, no system log indicating a normal shutdown. No more infusions or issues were recorded on this date. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 (dir: 10000422955) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause for the reported keypad stuck is being attributed to device being dropped. Issue was confirmed through log review but could not be replicated during laboratory testing. Physical damage in the form of a broken handle was observed, a broken handle may be indicative of prior mechanical impact (e.g., drop), which could potentially affect internal components and intermittent input behavior. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu keypad got stuck and the flow rate was increasing automatically while starting an infusion. The hospital biomed removed the battery pack to stop the issue. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.